Event description:
Information was received regarding a cadd legacy 1 pump. It was reported that the pump was alarming "no disposable". The cassette was reconnected and the alarm resolved. There was no patient, or clinician injury associated with this occurrence. No further details provided at this time.